Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system had startup issue. Upon functional testing fse identified problem with the host pc, which couldn't power up sometimes. The fse reconnected the board and cable of the host pc. After reconnecting the board and cable of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was having startup issues. The system was not in clinical use there was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.